Event description:
We switched to this brand of insulin syringes about a year ago. Since that time our staff has noticed an increase in the number of needlesticks caused by the needles puncturing the orange caps when recapping the needle after drawing up a dose. Staff members attribute this to a softer plastic in the covidien magellan syringes. Can a harder plastic be used?